Event description:
Caller reported inform blood glucose results of lo, which on the system indicates a result less than 10 mg/dl, and 132 mg/dl within 1-2 minutes. Reported no adverse event. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.